Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in secondary sensing vector resulting in delivery of an inappropriate shock. It was noted that the patient was brushing their teeth at the time of the episode. Noise was able to be recreated in all three programmed sensing vectors, however, was observed less in alternate sensing vector. The sensing vector was programmed to alternate, however, the smartpass feature then became disabled due to low signal amplitude measurements. The noise was suspected to be related to potential device/system movement. Device therapy was programmed off for further discussion between the physician and the patient about avoiding certain movements. Device therapy was turned back on, and monitoring will be continued. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in secondary sensing vector resulting in delivery of an inappropriate shock. It was noted that the patient was brushing their teeth at the time of the episode. Noise was able to be recreated in all three programmed sensing vectors, however, was observed less in alternate sensing vector. The sensing vector was programmed to alternate, however, the smartpass feature then became disabled due to low signal amplitude measurements. The noise was suspected to be related to potential device/system movement. Device therapy was programmed off for further discussion between the physician and the patient about avoiding certain movements. Device therapy was turned back on, and monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that this electrode and s-ICD continued to exhibit oversensing of noise. Two additional inappropriate shocks were delivered in two separate episodes. It was noted that the patient was again brushing their teeth at the time of the episodes. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in secondary sensing vector resulting in delivery of an inappropriate shock. It was noted that the patient was brushing their teeth at the time of the episode. Noise was able to be recreated in all three programmed sensing vectors, however, was observed less in alternate sensing vector. The sensing vector was programmed to alternate, however, the smartpass feature then became disabled due to low signal amplitude measurements. The noise was suspected to be related to potential device/system movement. Device therapy was programmed off for further discussion between the physician and the patient about avoiding certain movements. Device therapy was turned back on, and monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that this electrode and s-ICD continued to exhibit oversensing of noise. Two additional inappropriate shocks were delivered in two separate episodes. It was noted that the patient was again brushing their teeth at the time of the episodes. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.